Manufacturer narrative:
Upon additional information, this event will be updated.

Event description:
Boston scientific received information that at a follow up out of range pacing impedances and a rise in thresholds was noted on the right ventricular (rv) lead. A lead issue was suspected but a fracture was not confirmed. At this time no additional intervention has taken place. No adverse patient effects were reported.